Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. Consumer has not responded to contact attempts.

Manufacturer narrative:
Consumer stated that a filling was knocked out of their tooth. Date of event is approximate. The serial number of the toothbrush was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that a filling was knocked out of their tooth when they were brushing their teeth with the sonicare power toothbrush and they assume it occurred when they briefly touched the tooth with the vibrating stem or handle.